Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose reached 400 mg/dl while wearing their infusion set. Customer's mother stated the paramedics were called to treat the customer's blood glucose. The mother was unable to troubleshoot at the time of the call. No additional information provided.